Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an error 1870 had occurred, and the batteries had been removed and replaced, and the pump had been restarted. The pump alarm had returned with error 1860, and the patient had not wished to attempt troubleshooting again. The pump had been powered off. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.